Manufacturer narrative:
The reported event of the failure to remove the set screw was not confirmed. Analysis revealed both the atrial and ventricle setscrews are normal. The setscrews are not stripped or damaged. Lab testing revealed the setscrews could be tightened and loosened normally when the torque wrench was correctly inserted into the setscrew inset. No device anomalies were revealed.

Event description:
It was reported that the set screw was unable to be removed from the device header during the implant procedure. The device was explanted and replaced to resolve the event and the patient was in stable condition.